Manufacturer narrative:
Concomitant medical products: product ID: 5076-58, lead, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away at home. The cause of death was cardiac arrest. The caller stated that the patient experienced infection and was septic. The source of the infection is not known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.